Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant, the right ventricular (rv) lead exhibited high impedance, high thresholds, and pacing failure. The lead was reprogrammed to unipolar polarity. Subsequently, the lead and implantable pulse generator (ipg) device were explanted and replaced due to a suspected loose connection; resulting in pacing failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.